Event description:
It was reported that during the follow-up visit, scenarios from december showed non-physiologic fast, short episodes which may have been electrical magnetic interference (emi).there have been no more episodes since december. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.